Manufacturer narrative:
Clarification to d.9 : device has not been received, device photos have been received per date provided. Pending photo analysis. Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture diagnosed via MRI and confirmed during surgery. The device has been explanted and replaced with a non-allergan implant.

Event description:
Healthcare professional reported right side device rupture diagnosed via MRI and confirmed during surgery. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.